Event description:
The 3rd party service technician reported the ventilator went vent inop and alarmed upon power up due to an exhalation motor error. The customer reported the vent inop occurred after they had serviced the unit, and the ventilator was alarming even when it was powered off and not connected to an ac power source. The device was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The device is out of warranty so the customer was advised by the manufacturers product support engineer (pse) to check all connections and wires that run next to power supply to be sure they were not pinched under the power supply or there was a disconnection as a result of the service they had performed. During the support call the pse heard a grinding noise upon startup of the ventilator. The pse directed the technician to test the exhalation motor controller board. The testing could not determine the source of the problem. The pse suggested the customer request manufacturer service for the device as the technician was not trained to service the device, and the device needed to be appropriately evaluated and tested.

Event description:
The service techician reported the power supply and the main pcb board and motor controller pcb boards will be replaced to complete the repair. The service technician reported the motor controller boards and main pcb board are being replaced due to thermal damage incurred during service testing and troubleshooting.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is out of warranty; no manufacturer service requested.